Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet experienced blood glucose that had been high for multiple hours followed by an urgent low of 29 mg/dl, which they treated with oral glucose including pure sugar, skittles, and lemonade, and the device-related cause remained unclear. Symptoms included hypoglycemia with associated dizziness and hot flashes or flushing. Outcomes included unexpected medical intervention in the form of medication or oral glucose administration. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no specific findings, with insufficient information regarding a device problem and insufficient information regarding any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.